Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead.

Event description:
Patient was afraid that they pulled the lead out because they picked up a flower pot yesterday. Patient had pain in their groin area yesterday but today it was gone. Patient had pain in her back area. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.